Event description:
The end-user went to sit on the transfer bench for the first time, and a plastic piece popped off that connects where the leg goes in; the end-user fell. She just had hip surgery, and has been more sore since the fall. She did not seek medical attention, but has not been able to get out of bed, and her physical therapist is coming to check on her.